Event description:
A customer contacted beckman coulter, inc. (Bec) concerning a leak from unicel dxi 800 access immunoassay system. The customer stated the leak started as small spots but continued to get worse with continued operation of the instrument. The leak was contained with a paper towels placed on the floor. The customer was wearing gloves on and stated there was no direct bare skin contact with the fluid. Msds was not reviewed, but the facility has an exposure control plan in place. There was no report of injury. The customer was not questioning any patient results.

Manufacturer narrative:
Bec customer technical support (cts) recommended ceasing instrument processing of samples but the customer said they were dealing with morning runs and a large number of samples. The customer requested immediate, after-hours service. Service was dispatched for this event and on-site on (B)(4) 2011. The fse found that the wash buffer peristaltic transfer pump tubing had a hole in it causing the leakage. The fse replaced the tubing in both the wash buffer and waste transfer pump. The customer ran and verified controls. Hardware is the root cause of the event. (B)(4).